Event description:
A report was received that a nurse packed the scrotal surgical wound cavity of a pediatric patient with the wound care dressing, cut around the outside edge of the square to fit, and left some portion of the dressing sticking out of the wound for removal. During removal of the dressing, the patient was not tolerating pain and was administered morphine and nitrous oxide (entonox) for pain management. During removal, the nurse pulled on the dressing and it broke. They then pulled again and it broke again, thereby leaving dressing in the wound cavity that could not be retrieved. Surgery under general anesthesia was required to remove the pieces of dressing that remained inside the wound cavity. Follow up was conducted to confirm the exact product, however no additional information has been provided.